Event description:
A home patient contacted baxter'stechnical service center and reported fluid came out of the top of the patient line after performing a reprime. No patient injury or medical intervention was indicated at the time of the initial call.